Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specifications. It was the first time that an event of this type has been reported. The device was not returned and the pt refused to return for re-examination. Based on the available info, it could not be verified if the ring was expelled or be determined what the cause of the event was. It should be noted that in more than 3,000 procedures only one add'l event was recorded with a pt with an abscess at 16 days following surgery who was found to have the ring retained during the f/u period at two months post procedure. The company's general recommendation in such cases is to have the ring removed.

Event description:
Following procedure with the car device, the ring was not expelled per colonoscopy at 30 days. No symptoms were reported. The pt refused to be re-examined - thus ring expulsion cannot be verified.